Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a patient with photophobia/sensitivity to light in the right eye 15 days post lasik. Topical steroid dosage was increased.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, topical steroid is being tapered. Patient will see the doctor again after taper of medications is complete.